Event description:
During servicing of a monitor which was returned for evaluation into a non-reportable patient death, a reportable malfunction was found. The response buttons on monitor (B)(4) were non-functional. There's no indication that the damaged monitor caused or contributed to the patient's passing as the patient was not wearing the lifevest at the time of passing.

Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation the response buttons were non-functional. The cause for the failure was contamination on the response button switch. The response button cover showed signs of physical abuse. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.